Event description:
It was reported that the patient had a driveline infection. Related MFR# 2916596-2024-01559 patient death due chronic driveline infection.

Manufacturer narrative:
B3: date of event has been estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driveline culture was found to be positive for pseudomonas on (B)(6) 2022. The patient experienced driveline drainage, pain, fever, chills, and malaise. The patient received multiple courses of long term intravenous antibiotic therapy. The infectious disease team followed the patient closely.